Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results and cds checklist have not yet been received for evaluation. Follow ups are in progress/ongoing to gather additional information regarding the reported event. The olympus subsidiary (institute for hygiene and environment in hamburg ) hmi (hygiene microbiological investigation) results have not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer returned the device to rrc (regional repair center) olympus germany reported with a description of "permanent contamination". The issue found during an unknown event. There is no patient infection associated on this reported event. There was no patient harm reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the universal cord had buckling however, this defect alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the detergent used for pre-cleaning is bomix. The device is manually processed with an mtw reinigunsbürste endo cleaning brush and bomix plus firma hartmann detergent. The device is processed in a maschinell rdge etd4 olympus automated endoscope reprocessor (aer) with omix plus, olympus disinfectant and cleaner. The device is hung vertically in a simple cabinet without drying function. Olympus is the maintenance provider of the subject device.